Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis. Subsequently, customer was hospitalized. Blood glucose value was not provided. The cause was not provided, however customer indicated they were having unspecified "other" issues that contributed to the diabetic ketoacidosis and hospitalization. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.